Manufacturer narrative:
The pt continues on lvad support with no further issue reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
Based on the information provided and due to the pump not being available for evaluation, a specific cause for the reported event could not be conclusively determined. The device remains implanted and in use by the patient with no further events reported. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that the pt was admitted for a gi bleed. There was no transfusion needed at that time. No alarms were reported for the event. The anticoagulation was reduced and bleeding resolved.